Event description:
The device was used during a lar (lower anterior resection) procedure. Reportedly, the anvil did not tilt. The surgeon performed a colonstomy to complete the procedure. The hospital has reported no patient injury occurred.